Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative was performing routine maintenance on a physio-control loaner device and observed that the device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to two of the battery pin mounting standoffs that had been pushed down into the mounting grommet. Physio repaired the device by re-seating the battery pin mounting standoffs in the grommet. Intermittent contact of the battery to the battery pin can cause the device to unexpectedly lose power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A physio-control service representative was performing routine maintenance on a physio-control loaner device and observed that the device was unable to power on. There was no patient use associated with the reported event.